Event description:
The complaint states that the sensor wire was in the skin was reported. The patient could not determined if there was a sensor wire underside the sensor. The sensor was inserted into the abdomen. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.